Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized. It was stated that the insulin no longer work with the customer. Troubleshooting was performed. The alarm history showed a battery and button error alarm. It was stated that the customer does not feel confident with the insulin pump and requested a replacement. No further info was provided.